Event description:
I have had cyst, cramping, long periods lasting more the 4 days as they use to. Lasting up to 7-8 days. Pain from my waist down cramping. Shooting pain in vagina area. Hot flashes, weak, tired, not having any energy. Not able to sleep. Cellulitis, chest pains, panic attacks., headaches.